Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident 64 mg/dl. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer does not have an additional alkaline battery available customer was advised to continue using the device. The insulin pump will be returning for analysis due physical damages. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error alarm noted during test.